Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of off no power and battery out limit from the insulin pump. The customer's blood glucose reading was 176 mg/dl. The customer stated his pump alarmed after a battery change. The customer stated that the batteries were out of the pump greater than duration allowed by the pump. The customer stated that he inserted the battery in wrong and now the pump showed the wrong time and there is a black circle on the screen. The customer stated that he had an off no power and the screen was blank. The customer was advised to insert new (B)(6) aaa alkaline battery. The customer was advised to monitor the pump.